Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that three days after the permanent implantable neurostimulator was put in, they noticed more leakage. They tried increasing stimulation to 4.0v. It was uncomfortable, so the patient turned it down to 3.8v. This was considered a sudden change in therapy/symptoms. It was noted that the patient's trial worked "beautifully." The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.